Manufacturer narrative:
The user-reported leaking issue cannot be confirmed. Zyno medical performed the investigation testing on 10 unused samples from the same lot on 09/08/2017. There was no physical damage found on the samples tested, and no leakage was observed near the filter. The user-reported issue cannot be duplicated. (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00223).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the IV set. A quality alert has been sent to the contract supplier on 06/20/2017.

Event description:
The user reported that IV set leaking issues that occured at the filter. "We are getting numerous complaints that the tpn tubing b2-70071-df-120 lot #16087216 is leaking at the filter. There has been approximately 5 cases where tpn's were being infused and the tubing continued to leak at the filter. No one was injured. "